Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.

Event description:
It was reported that the patient had been at the hospital emergency room on (B)(6) 2025). The patient reports being unable to use their controller as they had received a controller software error and was using their old controller. The patient reports they are waiting assistance on loading the new controller settings. The patient reports they had not eaten due to not being able to administer a meal bolus. Once at the hospital emergency room the patients blood glucose level and blood pressure were checked. The patient had tests administered. The patient was prescribed an insulin pen as well as long-acting insulin. The patient was in the hospital emergency room for 2-3 hours.